Event description:
It was reported that during setup prior to electro-magnetic compatibility (emc) testing, the central control monitor (ccm) booted up and showed a red window stating to call service for repairs. This was categorized as an "out of box" failure. There was no pt involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.